Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-08838. It was reported that the patient had their system explanted on (B)(6) 2019 due to ineffective stimulation.